Manufacturer narrative:
The customer cleared the issue themselves and canceled the service call.

Event description:
The customer reported that the screens were black and would not display a live image. There is no report of patient injury.